Event description:
The customer called to report that patient used the suspect device to check thier blood glucose and patient obtained a result of 220mg/dl. Patient then administered extra insulin due to the reading. Patient then passed out. Emt's were called and upon arrival used their equipment and pt's blood glucose was then 35mg/dl and compared to the suspect device of 189mg/dl. Patient was taken to the hospital and treated for low blood glucose. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Test strips were stored against the product labeling and a l1 glucose control solution was used and out of range. The control result was 190.